Event description:
The customer called to report that he was hospitalized for low blood glucose levels. The customer's blood glucose reading was 231 mg/dl at the time of the call. The customer stated that the ambulance was called because he was feeling out of it and feisty. Troubleshooting was performed and the insulin pump was programmed correctly. The customer also stated that his blood glucose levels have been low because he has not been eating as much, but his basal rates have remained the same. Advised the customer to speak with his health care professional about adjusting the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.